Manufacturer narrative:
No blank display, black dot anomaly, frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and was not able to clear screen. The insulin pump will be returned for analysis.